Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent irrigation and debridement on (B)(6) 2015 due to inner closure failure. No components were removed or replaced during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.